Event description:
Presented with an acute nste mi. Had prior stenting with cypher drug eluting stent -des- approx 7 months prior by another physician. Upon angiography, appeared to be thrombotically occluded, clearly at the location of the prior stent in the right coronary artery. Should also note that pt was only given 30 days plavix after cypher implantation in 2003 (contrary to recommendations for 3-6 mos). This event was 7 mos delayed.